Event description:
Bilateral case. The left knee was opened first. The scrub tech opened the right implants instead of the left implants. The nurse and surgeon both inspected the right implants and implanted them. While the left knee was beginning to be closed, the nurse looked at the implant ticket and noticed that the right implants were put in instead of the left. The surgeon immediately explanted the right implants and implanted the left implants and closed the knee. He then implanted a new set of right implants in the right knee without a problem. This added 1 hour to the case.

Manufacturer narrative:
From the description of the event, it is clear that the problem is due to a mistake made by the operation staff during the surgery: they selected the wrong side of the implants (femur and tibia, as the insert is the same for both the sides), even if on the labels it is clearly indicated the side of them (right or left is clearly written on the correspondent labels of the femur and tibia components of the gmk family). This error caused the addition of 1 hour to the surgery time as the left knee was re-opened, the wrong implants (femoral, tibial and the insert components) removed and the correct left implants positioned; the surgery was then successfully completed. The event is definitely not device related.